Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, verified the reported issue. Physio-control provided the customer with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will not detect that a quik-combo therapy cable is connected. As a result, defibrillation would not be possible when attempting to use the device with a quik-combo therapy cable. The customer did confirm that the device does detect the hard paddles and function in paddles lead ECG. There was no patient use associated with the reported event.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device will not detect that a quik-combo therapy cable is connected. As a result, defibrillation would not be possible when attempting to use the device with a quik-combo therapy cable. The customer did confirm that the device does detect the hard paddles and function in paddles lead ECG. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the device's therapy connector assembly was replaced to resolved the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use.